Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation) issue was not confirmed via returned device analysis. The reported positioning failure (leaflet grasping ¿ clip not implanted) could not be tested as this was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation) and for the reported positioning failure (leaflet grasping ¿ clip not implanted) could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. After several grasping attempts, the gripper arms couldn¿t move up and down. Therefore, the cds and clip were retracted out of the patient anatomy. Outside the patient anatomy, the clip was inspected and there was no damage noted but the grippers still were not able to move. Two clips were implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.